Manufacturer narrative:
Not returned. The pt's following clinic has indicated that this device will be returned for analysis. To date, however, this crt-d has not been received by the boston scientific crm post market quality assurance laboratory. No add'l info is available at this time. This event will be updated if any add'l info becomes available.

Event description:
Boston scientific cardiac rhythm management (crm) received info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died approx 3 months ago. A healthcare professional notified boston scientific crm of the pt's death. The pt allegedly received 3 shocks, then attempted to call 911. A pt initiated interrogation (pii) was attempted at that time, but never successfully transmitted through latitude, due to interruption from the 911 call. The following clinic has indicated that there may have been an allegation against the device, and wanted to make sure that this info had been captured by boston scientific crm.